Manufacturer narrative:
Customer states: center, down, left. Customer is able to access the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens. Some buttons needs to be pressed several times. Device perform visual inspection and insulin pump received with missing retainer, missing reservoir tube o-ring and cracked select button keypad overlay. Test reservoir/pcap does not lock properly inside the reservoir tube due to missing retainer. Unable to perform displacement test due to missing retainer. Device history was download successfully. All buttons functioning properly noted. Device passed the keypad voltage test. The keypad overlay was removed to perform visual inspection and a broken trace on keypad assembly was found. Pump error 63 alarm (variable info=3) confirmed in the device history and during self test. 04/02/2021 19:48:05.000 alarm alert notification fault number = hardware error alarm (63) variable info = 03 00 00 00 00 00 00 00 00 3c. Device was not confirmed keypad unresponsive/button error alarm. Device was confirmed pump error 63 alarm (variable info=3) confirmed in the device history and during self test due to broken trace at keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer reported that the center, down and left buttons of insulin pump were not working consistently, needs to press several times to respond. Customer stated that numbers were ramping on their own and scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.